Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead impedance, which caused inadequate stimulation. Additionally, the replacement aimed to upgrade to advanced technology for the implantable pulse generator (ipg). The patient underwent a revision procedure wherein their ipg and lead were explanted and replaced. Post operatively, the patient is doing very well and very happy with therapy. The devices were retained by the facility and will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.